Event description:
It was reported that the patient presented for generator change due to to normal elective replacement indicator (eri). Interrogation prior to the procedure noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Furthermore, the ra lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. Patient was stable throughout the procedure.